Manufacturer narrative:
Failure analysis inspected 2 opened/used enlite sensors and performed bicarbonate buffer test. 1 of 2 sensors failed for high readings 1 remaining sensor passed per spec. With accurate readings. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported having sensor glucose vs blood glucose issues. Blood glucose at the time of incident was 216mg/dl. The customer reports having multiple sensor glucose vs blood glucose issues. The educated on how changes in glucose or inaccurate calibration can cause these differences. The customer states they use one meter to calibrate. The customer did states she calibrates five times in an hour. The customer was advised on proper calibration technique. The device will be returned for analysis.